Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was identified upon receipt of the subject device. A device history record (DHR) review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. Synthes manufacturing location was identified upon verification of subject device lot number and DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during surgery, the surgeon was attempting to remove a screw in a philos plate, and the recess in the screwdriver broke. There was reportedly 15 minutes surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the complained screwdriver shows that the tip of instrument is broken off and badly twisted. This is a clear indication that too much torque, far over the calculated design, was applied onto these instrument. As it was listed into the device report, the article got damaged while the surgeon tried to remove a screw. Additional evaluation has shown that the part was manufactured in october 2006. Unfortunately, we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.